Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg pocket was moved to the left flank. The patient was doing well postoperatively.